Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a "sudden" power-on-reset (por) message on the programmer scree. It was stated that there was no related event other than the patient listened to music with her mobile phone for two hours. Additional information has been requested, but was not available at the time of this report. This information was previously reported in manufacturer report # 3004209178-2013-23666. From now on all information related the por event will be located in this file.